Event description:
It was reported, that "the cuff leaks". There was no reported pt injury and/or change in therapy. A device has been returned and forwarded to the q.a. Analytical lab for analysis and investigation.

Event description:
It was reported, that "the cuff leaks." There was no reported pt injury and / or change in therapy. A device has been returned and forwarded to the quality analytical lab for analysis and investigation. The manufacturer's eval results are recorded in section h.6 of this report.